Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and outcatheter tip. Conclusion: reservoir not occluded.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 236 mg/dl. Blood glucose level near the time of the call was 455 mg/dl. During troubleshooting, the customer discovered a bent cannula. No products were replaced or returned for analysis.